Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus australia & new zealand, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following effects, etc. Physical stress. Chemical stress. Poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.) Omsc determined that the reported event could be prevented because the instruction manual provides precautions regarding the handling of the insertion tube and storage of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: there was a leakage at the insertion tube due to tearing. The insertion section failed the insulation test due to damage to the insertion pipe. The adhesive of the bending section rubber was worn and cracked. The angulation did not meet the specifications. The insertion unit will be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event.